Event description:
It was reported that a company representative received an sql error while attempting to interrogate his demo generator with the neurologist's (B) (4) handheld computer. The neurologist is not aware of switching the flashcard between the reported handheld and another handheld. A replacement handheld was sent to the neurologist and the old handheld was returned to the manufacturer for product analysis. Product analysis on the returned flashcard revealed the computer software error, sql error was confirmed. The cause for the sql errors is associated with a corrupt database and the most likely cause for the file corruption is associated with the site migrating an empty database with no version table. No further anomalies associated with flashcard software or databases were identified during the flashcard analysis.